Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when the surgeon introduced the clip applier from a different manufacturer, the seal was damaged and caused gas leaking. They used another trocar to complete the case. There was no patient injury.